Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt had their restore ins replaced on (B)(6) 2024 with an intellis ins and the ins was activated today and pt is not able to feel stimulation or receive therapeutic benefit. Caller stated that the restore ins reached eos in july of 2023 and pt confirmed that they were able to feel stimulation at that time. Caller also mentioned that pt's hcp said there is a lot of scar tissue build up around the leads and they don't know if they could explant the leads at this point. Caller stated that the lead tips are implanted in pt's groin area and are peripheral. Caller stated that they increased stimulation to 20.0 and pt was still unable to feel stimulation. Caller stated the system reached oor at that point. Caller stated that numerous electrodes displayed high impedance values of 5,000, 38,000, 40,000, then 18,000 and 16,000ohms on the other lead. Caller stated they programmed the electrodes with "green" contacts showing impedances were within range but pt was still unable to feel stimulation. Caller inquired about possible reasons for the high impedances. Caller confirmed the leads were not tested intra-op when the ins was replaced and that they have no historical reports of impedance checks or anything of that nature. Caller stated that x-rays were not taken of the internal system prior to the replacement. Caller stated that pt's hcp was inquiring about possible causes of the issue. Tss reviewed information. Tss also emailed caller from this case to reply with any follow up supporting information.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was not determined. No actions were taken as the patient ended up getting pain relief when running the device sub perception. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.